Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported by the customer to health canada that "patient presented with total hip arthroplasty implant failure ((B)(6) 2022). Patient had original total hip arthroplasty of right hip done (B)(6) 2008. 4 weeks prior feb (B)(6) 2022, patient noticed increased discomfort in right groin radiating down to knee, in addition to a ¿dead leg¿ feeling, like he couldn't move it around well and had decreased range of motion (difficulty getting in and out of car and chairs). Pain was well managed, no acute trauma to hip, and could weight bear. However, at the beginning of february, patient noticed a creaking noise and when it didn't go away he called surgeon (who initially completed surgery) for appointment. X-rays done and a displaced fracture through neck of femoral implant noticed. Metal alkalosis was also seen. Revision surgery of hip completed on (B)(6) 2022."